Event description:
A reported was received stating that nursing staff found an ht70 ventilator's down button to be non-functional. There was no patient involvement.

Manufacturer narrative:
The device was returned and a covidien service engineer (cse) confirmed the reported event. (B)(4).